Manufacturer narrative:
This report is also being filed to correct the following fields: e1: initial reporter first name. E1: initial reporter last name. E1: initial reporter phone. E3: occupation.

Event description:
It was reported the right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. The cause was suspected to be related to potential calcification near the rv distal coil. Technical services (ts) discussed troubleshooting options. Subsequently, this implantable cardioverter defibrillator (ICD) recorded a shock lead open message due to ongoing high out of range shock impedance measurements. A lead and device replacement procedure were going to be scheduled. No adverse patient effects were reported. Available information indicates this device remains implanted and in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This ICD and the associated rv lead were explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. The cause was suspected to be related to potential calcification near the rv distal coil. Technical services (ts) discussed troubleshooting options. Subsequently, this implantable cardioverter defibrillator (ICD) recorded a shock lead open message due to ongoing high out of range shock impedance measurements. A lead and device replacement procedure were going to be scheduled. No adverse patient effects were reported. Available information indicates this device remains implanted and in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This ICD and the associated rv lead were explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported the right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. The cause was suspected to be related to potential calcification near the rv distal coil. Technical services (ts) discussed troubleshooting options. Subsequently, this implantable cardioverter defibrillator (ICD) recorded a shock lead open message due to ongoing high out of range shock impedance measurements. A lead and device replacement procedure were going to be scheduled. No adverse patient effects were reported. Available information indicates this device remains implanted and in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.